Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Facility staff reviewed the event with the operator and determined that the alarm was due to a kink observed in the drain line suggesting that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste bag pressure alarms occurred during a routine hemodialysis treatment. Rinseback and was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.